Manufacturer narrative:
Complaint confirmed, x-ray provided shows the bone protrusion. The ar-9502-39cpc device was not returned for evaluation. The picture provided did not show any abnormality. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision was necessary after a distal protrusion of the long humeral shaft. The patient will be rehabilitated at a later date after a humeral bone grafting procedure. The base plate including screws have remained in the patient. No further information were provided.